Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a leak on their infusion set. Customer reported that the location of the leak was around the contact point between the infusion set needle and the insertion site. Customer reported that they had already changed out their infusion set at the time of the call. Customer reported that upon removal, insulin covered the infusion set adhesive. Customer reported seeing a brown liquid in the area of the leak. Customer's blood glucose was 250 mg/dl at the time of the incident. The product is not expected to be returned.